Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime, compromised force sensor system test and displacement test. However, insulin pump received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. It was reported that the drive support cap appears to be normal. The customer did not report motor position encoder alarm. The customer stated that they were able to rewind the insulin pump. Troubleshooting was performed. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.